Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient called to answer questions from an outreach survey. The patient stated that the pump is working fine, but she has been getting several calibration errors from the sensor. The reported bg at the time of the call was 75 mg/dl. The patient stated that the sensors only last about three days, and then stops working. The patient has not worn the sensors since the last time she experienced the problems. Advised her to call in to troubleshoot any time she is having problems. Nothing further was reported.